Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device and when positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Product analysis confirmed the reported event. The most probable cause for this complaint was considered ¿operational context.¿ this complaint investigation conclusion code is assigned when the device meets specification but performance is limited by interaction with patient anatomy or other procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.20mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.